Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing on 23 nov 2020 due to white screen display. Service evaluation verified the white screen display. The cause was identified to be a corrosion on input/ output (I/o) printed circuit board (pcb) and processor board which were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed a white screen. No additional information is available.